Event description:
It was reported on (B)(6) 2014 that the patient was referred for surgery due to high lead impedance. The high impedance was noted to have been seen on a system diagnostics test. Although surgery is likely, it has not occurred to date.

Event description:
On (B)(4) 2014, it was reported that the patient underwent a full revision surgery that day due to a lead discontinuity. The hospital reported that they discarded the explanted devices and therefore cannot be returned for product analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.